Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during a biceps tenodesis surgery, the scissor punch clamp broke inside of the patient. All fragments were retrieved from the patient by using a grasper. A back-up device was used to complete the procedure within the scheduled time. The patient was not injured.

Manufacturer narrative:
The reported straight scissor punch intended for use in treatment, was not returned for evaluation, however a photograph was supplied. Review of the photograph confirmed the reported complaint. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.